Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer stated that she was hospitalized due to high blood glucose levels. The customer had passed out, and the paramedics were called as her sister could not wake her up. Troubleshooting was performed, and the insulin pump was programmed correctly. No damage to the drive support cap was noted. The insulin pump passed the prime test. Found low battery, low reservoir and no delivery alarms in the alarm history. The customer reviewed the bolus history, and stated that the boluses she gave today were not in the bolus history. Programmed a test bolus, and it did appear in the bolus history. However, advised the customer that the insulin pump would be replaced. Nothing further was reported.